Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for device upgrade procedure, the left ventricular (lv) lead was explanted and implanted several times as it was not able to be implanted in targeted branch. The guidewire used in one attempt was able to advance the lead, but it was extremely tight. The lead was not used and replaced. The patient was stable after the procedure.

Manufacturer narrative:
A complete lead without a guidewire was returned in one piece for analysis. The reported event of guidewire failure to advance was confirmed. A test guidewire could not be fully inserted into the lead due to the inner coil being bunched. Pieces of green ptfe coating was also noted in the inner coil. This is consistent with the guidewire coating being between the inner coil filars at the connector region. The cause of the reported event was isolated to the inner coil being bunched and green ptfe coating between the inner coil filars. The damage found was sustained during the surgical procedure. The lead was otherwise normal.